Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in saudi arabia, regarding a mitral valve in-ring procedure using a 26mm sapien 3 ultra resilia transcatheter heart valve by transfemoral approach, during the procedure, resistance was felt while introducing the commander delivery system with crimped valve through the esheath+. After aligning the valve over the commander delivery system balloon, a slight bend in one of the struts on the outflow side of the valve was observed. The valve was fully retrieved into the sheath and subsequently removed as a single unit through the femoral access, along with the sheath. A new valve was opened and used and successfully deployed. Femoral vessels were assessed and found to be in good condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery provided by the site confirmed a bent strut outwards at the outflow side. Frame damage was confirmed based on evaluation of the provided imagery. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure, potentially resulting in resistance between the delivery system with crimped valve and sheath. If excessive device manipulation or high push force to overcome the encountered resistance was applied, it can lead to the valve struts interacting with the sheath shaft and/or liner, resulting in the strut damage at the valve outflow side, as observed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.